Event description:
It was reported that during a prostate procedure the laser showed problem 160 and 202.11 then safety shut down was observed. Customer turned off key switch then restarted laser and system is ok. The procedure was completed with an alternate procedure (turp). There was no injury to patient reported.

Manufacturer narrative:
The replaced resonator s/n (B)(4) was received at the manufacturer on july 19, 2016.

Manufacturer narrative:
Service repair/system analysis on (B)(6) 2016: the reported issue of error 160 and 202 were confirmed. The resonator s/n (B)(4) was replaced. The systems was tested and verified to meet manufacturer specifications. The replaced resonator s/n (B)(4) was received at the manufacturer on july 19, 2016. Product evaluation: the resonator evaluation was completed on august 04, 2016 and noted that the reported issue of "error 160 and 202.11" were not confirmed and could not produce the error on bench, coupler cover was noted stuck. The shutter, coupler cover and desiccant were replaced. The resonator power was re-peaked and a new test report was completed. Probable root cause: based on the analysis results, the probable root cause was undetermined. (B)(4).